Manufacturer narrative:
(B)(4).

Event description:
Customer reported the ac adapter on the unit potentially may not be responding to charge the battery. There was no reported patient involvement/adverse patient impact.